Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the guidewire could not be inserted into the prostyle. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 8.5f and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The difficult to insert was not confirmed as a proxy guidewire (gw) was able to be backloaded without resistance. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulty appears to be related to the circumstances of the procedure. Factors that may contribute to difficult to insert are related to patient anatomical interaction, gw interaction, angle of insertion, and sheath kink. Based on the information provided, it is likely an interaction with anatomy created a kink in the sheath causing the guidewire difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number h4: date of manufacture.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the guidewire could not be inserted into the prostyle. The suture of a new prostyle device was successfully pre-placed and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.